Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Continued from event: hemostasis was obtained in the gallbladder bed using electro-cautery. All excess fluid was aspirated at the conclusion of the procedure. There was no evidence of any bile leakage either from the gallbladder fossa or from the area of the cystic duct. Due to the difficult anatomy and concerns about ductal anomalies and possible common duct stone, the surgeon placed a fifteen round j-vac drain into the gallbladder bed and brought it out through one of the lateral port sites. Ports were then removed under direct vision and there was no evidence of any bleeding from the port sites. There were no adverse patient consequences reported. Additional information received: when they tried to place the clip on the tissue it would not hold and clamp off the tissue properly it would just slide off.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure; a 5mm port was placed in the subxiphoid position. Two 5mm ports were placed along the right side of the abdomen. An additional 5mm port was placed in the left mid abdomen to be used for a liver retractor. The gallbladder was thick walled and acutely inflamed. The liver was fairly normal in appearance. The gallbladder was grasped and retracted gently upward while dissection was carried out in the area of the neck of the gallbladder. A cystic artery entered directly into the gallbladder and this was gently dissected free and divided between clips. A broad-based cystic duct was identified and this was carefully dissected free. The 5mm clip applier would not hold onto tissue properly, clip applier was misfiring. The malfunctioning clip applier was removed from the field and replaced with another 5mm clip applier. An attempt at a cholangiogram was made. A clip was placed on this thick walled broad-based duct immediately adjacent to the gallbladder. A small incision was made in the cystic duct and an attempt was made to place a cholangiogram catheter into the duct. However, multiple attempts proved unsuccessful. We carefully dissected further down the duct into what appeared to be a larger ductal structure. The physician was concerned that the patient had a broad-based cystic duct entering directly into an aberrant right hepatic duct. The surgeon carefully dissected this area free to clarify the anatomy. It was quite inflamed even in the area of the porta hepatis. At one point, the cystic duct avulsed immediately adjacent to the gallbladder. The physician decided at that point to place a clip on the stump of the cystic duct. The gallbladder was then dissected free out of its bed using electro-cautery. The gallbladder was placed into an endocath bag and removed through the supraumbilical port site.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed two conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.